Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges experiencing a heart attack in 2015 requiring hospital admission triggered by high blood glucose level; exact blood glucose level not provided. Caller reported the issue was due to communication problems between the devices (attempting to deliver boluses from the handset when the devices were not communicating). Caller reportedly was hospitalized; treatment received was unknown. Patient has already returned device to roche due to other allegation as she is no longer a pump owner and is managing her diabetes with pen therapy. No product will be returned for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.